Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 60% to 20% suddenly. The customer¿s blood glucose was 105-189 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.